Manufacturer narrative:
Results: photos were available for evaluation. DHR was reviewed. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: this defect is under investigation through sa and CAPA. An 8d project was initiated and is underway. This complaint is confirmed based on a known issue. CAPA - (B)(4). UDI # : (B)(4).

Event description:
It was reported that the stopper popped off of a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube lt. Blue bd hemogard¿ during use. No injury or medical intervention.